Manufacturer narrative:
Initial reporter phone no.: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during patient infusion. The reporter stated the expected therapy time was 46 hours; however, medication was delivered over 94 to 106 hours. The device had been filled with 5-fluorouracil and sodium chloride 0.9% to a total fill volume of 230ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: december 21, 2020 - december 22, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.